Manufacturer narrative:
Attachment medwatch report# mw5149071. Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
Medwatch mw5149071. User facility medwatch report received that states "malfunctioned perclose device. Malfunctioned and the footplate could not be released. After some movement, it was able to be disconnected and removed. Perclose could not be attempted again for concern that there was injury to the common femoral artery wall." No additional information was provided by the account.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. The patient effect of vascular injury (tissue injury) is listed in the electronic perclose proglide instructions for use (eifu), as a known adverse event of use of the device. In the absence of device returned for analysis a conclusive cause for the difficulties could not be determined and the subsequent treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.na.